Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have damage on display screen which prevents reading of display screen. Customer reports to have dropped insulin pump on the ground. Customer is attempting to change basal rates and cannot see display screen. Customer's blood glucose was 189 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Displacement test was not performed due to partial display. The insulin pump had a partial display due to cracked lcd glass. The device had cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.